Event description:
It was reported that the patient was with their family and they collapsed and were asystolic. Ems rescued the patient. The patient is now at the hospital and is intubated and the device keeps shocking the patient. A magnet was placed and it stopped the shocks for about 2 minutes but then shocked the patient again. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).